Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). N. M. Hernandez, z. W. Hinton, c. J. Wu, s. P. Ryan, m. P. Bolognesi (2021). Mid-term results of tibial cones reasonable survivorship but increased failure in those with significant bone loss and prior infection. Bone joint j 2021,103-b(6 supple a)158¿164. Doi:10.1302/0301-620x.103b6. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A journal article was retrieved from the bone & joint journal (2021) that reported a study from the USA that looked at mid-term outcomes of tibial cone survival and complications in revision tkas at a minimum of five-years. The purpose of the study was to evaluate a larger cohort, with longer follow-up, with a focus on the tibial cone. The study reviewed sixty-two knees in fifty-nine patients revised for aseptic loosening in thirty-five, reimplantation as part of two-stage exchange for pji in twenty-three patients, component malposition in two and stiffness in two. The study population had a mean age of 70 years at time of surgery (range 51-88) of which 38 were female and a mean bmi of 34.1kg/m. The mean clinical follow-up of the tkas with minimum five-year clinical follow-up was 7.6 years. Out of fifty nine patients that had a total knee arthroplasties, only four patients had revision due to loosening of the femur.